Manufacturer narrative:
(B)(4). Concomitant medical devices - comprehensive segmental revision system modular stem, catalog #: 21160, lot #: ni. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2017-04949 / 04952).

Event description:
It was reported that the patient required reduction under anesthesia to treat dislocation and subluxation of the left shoulder prosthesis eleven (11) days following shoulder arthroplasty. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2017-04949 / 04952/ 04954 / 07058)

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.